Event description:
According to the reporter, during a lobectomy, while on pulmonary artery (pa) resection, the device advanced to about half of the cartridge (1.5 cm), but it could not be fired any further, so it was pulled back. A new sdr (small diameter reload) was used with the same power handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n4g1723ury) sigphandle, sig power sigphandle handle (serial#:(B)(4) sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.